Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This device is sold outside the us and therefore no gudid information exists. This device is considered similar to k212841. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, d4, g3, g6, h2, h3, h4, h6, h10 and h11.

Event description:
It is reported that the patient underwent a pectus bar implantation for funnel chest treatment. Subsequently one week after hospital discharged, the patient was seen with fever and pleural effusion due to unknown reasons. Patient received steroids, antibiotics, and a drain was utilized to address fluid in lungs. The patient recovered well.

Manufacturer narrative:
Complaint (B)(4). D10 ¿ medical products item# jp-0125, lot# 403640, flat titanium pectus bar 12.5 in. Item# jp-0130, lot# 65936388, flat titanium pectus bar 13 in. G2: foreign source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.